Event description:
On (B)(6) 2010 baxter (B)(4) field service technician serviced a colleague infusion pump that had a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history on (B)(6) 2010, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery on (B)(6) 2010. The user interface module master software version is 5.06.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The condition of a colleague infusion pump with a depleted battery alarm was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced at the facility by a baxter technician to correct this condition. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.